Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (200-483 mg/dl). The pump supplies wer changed and insulin injections were administered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed using the current supplies on the pump and no device issues were identified. The customer declined to remove the cannula to inspect. Tandem technical support discussed how the infusion set (cannula) could be compromised. The customer acknowledged the information.